Event description:
Event description guidant received information that during the pacemaker replacement procedure, the physician was unable to successfully secure the chronic lead into the header of this pacemaker. The pacemaker was not implanted and was returned for analysis.